Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source - (B)(6). Visual inspection of the returned product packaging identified that the pouch has been torn horizontally with various indentations indicating that the pouch has most likely been punctured due to lack of vacuum, additionally, scuff marks have been identified on internal and external surfaces. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as all the packaging (cardboard carton and foams ) was not available for evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Unique identifier (UDI) # - (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04816 / 04817).

Event description:
During an initial bipolar hip arthroplasty procedure, it was discovered the inner bag of the stem was punctured and not vacuumed. Another stem package was opened and the same issue was found. The second stem was used to complete the procedure after being re-sterilized.